Manufacturer narrative:
G4: 29oct2020 b4: (B)(6) 2020 d4: UDI#: (B)(4). The central processing unit (cpu) board was returned to manufacturer to failure investigation (fi) for analysis. Customer complaint verified. Root cause is failure of ls1. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05oct2020.

Event description:
The field service engineer (fse) reported back up alarm failed diagnostic error code. The (fse) confirmed the failure. The (fse) also identified the power light emitting diode (led) had illumination failure. The (fse) replaced the central processing unit (cpu) board to resolve the issue. The unit was tested and it returned to service. The unit was not in use, and there was no patient or user harm reported.